Manufacturer narrative:
Updated codes to reflect inoperable ipg.

Event description:
Additional information revealed that the ipg had become inoperable and was not charging as required. In turn, patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
It was reported that patient used to charge their ipg once a week for 4-5 hours. Patient is now charging every day for 8-9 hours. In turn, surgical intervention may be pending to address the issue.